Event description:
An 88 year old male had ground level fall early in am - resulted in left femoral neck fracture. Medical consult obtained because of congestive heart failure history, ok'd for surgery. Later that day pt brought to operating room, given spinal anesthetic and hemiarthroplasty begun. The surgeon got to the point of placing the cement & prosthesis in the canal. While cement was hardening certified registered nurse anesthetist noted pt's blood pressure was dropping & pt was losing consciousness and coded. He was stabilized multiple times with a sinus rhythm, then went into ventricular tachycardia. After 1 hr 15 minutes pt was pronounced dead.